Event description:
Device was returned with the complaint that the locking part does not work well (cutter cannot fix from the locking part) and hose is torn. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the hose had a hole and the security latch was defective. The hose, blade, bearing, shaft, and latch were replaced. The device was repaired and returned to the customer on 03/12/2013.